Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seal. This issue was identified during setup, at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: unspecified date of (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: january 30, 2021 - february 2, 2021. H10: two (2) devices were received for evaluation. Unaided eye visual inspection was performed which observed a tear at the lower side edge of both samples. Functional testing was performed using tap water which identified a leak only at the lower right side edge of the bags. Additional magnified inspection observed a tear/hole in the lower right side edge of both samples where the leak was identified during testing. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.